Event description:
There was a malfunction of the gastric band. There was postopertive leakage from the gastric tubing and port. The pt had laparoscopic revision of the gastric band and replacement of band and port.